Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. The customer's blood glucose (bg) level was 91 mg/dl. The customer declined further assistance from tandem customer technical support (cts) regarding the issue and indicated that cts would be contacted if the issue was not resolved after loading a new cartridge. The customer did not contact cts regarding the reported issue.